Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The lead was not returned to bsn. A returned device analysis indicated that the ipg passed the functional test and revealed no anomalies. The ipg was investigated with known good test leads and the associated splitter. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. The returned lead splitter was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing headaches. The physician suspected a cerebrospinal fluid leak and explanted the scs system. Malfunction was not suspected but the physician is not sure what may have caused the leak.

Manufacturer narrative:
(B)(4). It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing headaches. The physician suspected a cerebrospinal fluid leak and explanted the scs system. Malfunction was not suspected but the physician is not sure what may have caused the leak.